Manufacturer narrative:
Additional information: it was reported that the patient was switched to another ventilator at the time of the event. No harm or injury has been indicated or alleged. The customer stated that he cleaned the filters and ran unit for three hours with no errors. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Further information was received that the field service engineer replaced the unit's flow sensor assembly, and the unit was returned to service.

Manufacturer narrative:
Report date: 17aug2021.

Event description:
It was reported to philips by a customer that the unit had a reoccurring co2 alarm. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit gives intermittent co2 alarm, verified 1203 code in error log. Error does not occur continuously. The rse advised the biomed that error 1203 is low leak co2 rebreathing alarm and to check air inlet filter for cleanliness. The rse informed the biomed that the flow sensors may need to be replaced to correct error. The biomed stated he would check filter and continue to troubleshoot and call back if further assistance is needed, no other concerns for customer at this time. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.